Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprostheses featuring c3 delivery sys (rmt231415/11259778) to treat an abdominal aortic aneurysm. It was reported that the pt's infrarenal aortic neck was tortuous (approx 50mm long and 80 degrees angulation) and moderately calcified. The physician reportedly had difficulty cannulating the contralateral gate. The radiologist indicated at the time that the contralateral gate was pinched. Attempts to cannulate the gate after repositioning the device were unsuccessful. The physician decided to explant the device. As the excluder graft was removed, the physician noted that the contralateral gate was patent. The aneurysm was surgically repaired with a dacron graft from the infrarenal aorta to the aortic bifurcation. It is unk whether the pt tolerated the procedure. The explanted device was sent to gore histology for analysis.

Manufacturer narrative:
Results pending completion of explant evaluation.